Event description:
The dpb1 ssp all set gold kit has a false negative in lane 39 which gives no perfect match typing result for the dpb1 135:01 allele. One complaint regarding this issue has been received.

Manufacturer narrative:
See attached correction report which was sent to the recall coordinator on 02/25/2013.